Manufacturer narrative:
The device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The biomed reuploaded the 3.00 software files from the remote service engineer and ran the unit on high flow for 5 days straight and no errors occurred.

Event description:
It was reported to philips by a customer that the unit's crc test failed. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the customer reported the unit had a failed crc test. The rse and customer verified code 1100 in the significate log. The rse instructed the customer to reinstall software 3.00, and have the unit run for a while. The rse provided the part # for cpu pcba if issue comes back, and he would need to install software 3.00. Further information is pending.